Event description:
The customer reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.